Manufacturer narrative:
Other relevant device(s) are: product ID: 977a260, serial/lot #: (B)(6), ubd: 29-jan-2029, UDI#: (B)(4) medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the lead 977a260 5mm compact 1x8 magnetic resonance imaging (MRI) device site at the right lead insertion location exhibited infection, redness, swelling, fluid discharge, sharp pain lasting 3-4 weeks independent of stimulation, and inflammation lasting 2-3 weeks. Minimal necrotic tissue was observed just below the skin at the right lead insertion site, and a suspected suture allergy was noted. Two electrodes (#9 and #14) showed elevated impedances, though no issues with stimulation were reported and programming was not active on those electrodes. The patient received approximately 60-70% relief. The surgeon performed an additional surgical intervention by opening the right lead insertion site, suturing the lead coil deeper, and closing the wound. No device or lead changes were made. No patient complications have been reported as a result of this event. The manufacturer representative (rep) indicated they would send any further information as they become aware.